Event description:
It was reported that the pump experienced a malfunction. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. The customer reverted to mdi for insulin therapy.